Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "overinfusion" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) infusor sv2 device had overinfused during patient use. According to the reporter, the infusor was filled on with glucose 5% and 5-fluorouracil. The total fill volume was 96 ml. The expected delivery time was 48 hours; however, the device reportedly infused in 24 hours. There is no report of patient injury or medical intervention. No additional information is available.